Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker declared safety mode which was observed during a device interrogation. Technical services were consulted and recommended immediate replacement. This device currently remains implanted. No adverse patient effects were reported. Additional information: further details indicate that surgical intervention was undertaken to remove and replace this device. Currently, the return of this device is not possible due to russian legislation.

Event description:
It was reported that this pacemaker declared safety mode which was observed during a device interrogation. Technical services were consulted and recommended immediate replacement. This device currently remains implanted. No adverse patient effects were reported. Further information was requested from the field to obtain whether surgical intervention was performed to replace this device. The field representative indicated that the physician was informed about the recommendations; however, at this time, no further details have been provided as to whether surgical intervention has been performed.